Event description:
It was reported that during device preparation, interrogation of implantable cardiac monitor (icm) showed that the unknown device was loaded in the merlin programmer. The icm was replaced on (B)(6) 2022. No patient involved reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The complaint of interrogation problem was confirmed. Device was received with incorrect model number programmed likely due to firmware corruption which was the cause of unable to establish connection with programmer. The cause of firmware corruption could not be determined. No other anomalies were found.